Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
The system was explanted due to infection.

Event description:
New information stated that erosion was observed, prior to explant.